Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was not properly connected and came apart. This event occurred during priming and prior to patient use. There was no patient information. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was separated from the second y-site clearlink. Dimensional testing was performed on the tubing and y-site with no issues noted. During sample analysis, it was noted that the end of the tubing had a conic shape. An excess of solvent application could have cause a conic shape in the tube, as the solvent could have degraded the tubing walls. The reported condition was verified. The cause of the reported condition was most likely an incorrect assembly of the component unions (tubing and y-site). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.